Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced a shift in their normal control recovery and patient results for calcium. User repeated all samples with calcium results of > 9.8 mg/dl that were initially run on (B) (6) 2010 to (B) (6) 2010. User said 383 patient results were affected and had to be corrected. Only 10 patient examples were provided. The following 7 patient samples were discrepant. Date of initial testing was not provided for these samples. Samples were repeated on (B) (6) 2010. User said samples with calcium results >10 mg/dl were accompanied by a data flag. Sample 1, initial 10.6; repeat 9.8 mg/dl. Sample 2, initial 11.2; repeat 10.3 mg/dl. Sample 3, initial 12.3; repeat 11.1 mg/dl. Sample 4, initial 9.9; repeat 9.0 mg/dl. Sample 5, initial 10.2; repeat 9.3 mg/dl. Sample 6, initial 10.4; repeat 9.5 mg/dl. Sample 7, initial 10.7; repeat 9.7 mg/dl. Erroneous results were reported. No patients were treated or adversely affected. Calcium reagent lot number, 60946001. The field service representative could not determine a cause. He checked mechanical operation and adjustments, replaced main water pump head and adjusted gear pump pressure. To verify analyzer performance calibration and controls were run which were acceptable. Patient samples were rerun and reproduced same results.